Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0564 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported chest x-ray obtained for confirmation showed the catheter coiled approximately 5cm above insertion site. No other information was provided.